Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited placement difficulty. The lead tip was expected to be worn. A second pacing lead was attempted but placement difficulty was encountered again. The pacing leads were not used and were replaced. No patient complications have been reported as a result of this event.